Event description:
During treatment of an intracranial aneurysm of a patient by endovascular route, it was impossible, after positioning, to detach the deltaplush coil (dpl10025220/ c17311) after several attempts. The coil did not detach after using another connecting cable (details unknown). Result: the procedure was longer and the coil has been removed. No patient or vessel code information provided.

Manufacturer narrative:
The deltaplush coil ((B)(4)) was returned. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go light failed to illuminate. The detachment fiber did not receive heat and melt. The most likely contributing factor to the coils inability to be detached inside the aneurysm may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. It was not stated in the complaint event if a pre-deployment electrical test was conducted prior to patient use. If a pre-deployment electrical test was conducted prior to patient use then please disregard the following narrative. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ the enpower remote connecting cable ((B)(4)) was returned and passed electrical and functionality testing. No manufacturing defects were found. Therefore, it is highly unlikely that this enpower remote connecting cable contributed to the complaint event. It was not stated in the complaint event if a pre-deployment electrical test was conducted prior to patient use. If a pre-deployment electrical test was conducted prior to patient use then please disregard the following narrative. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the unidentified detachment control box (dcb) and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with the lot of the deltaplush coil ((B)(4)) and the enpower control cable ((B)(4)) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although the dpu of the deltaplush coil failed electrical testing, the circumstances of the damage leading to the electrical test failure are unknown. Since there were no issues discovered during the manufacturing or inspection process that can be related to the complaint, procedural and handling factors may have caused the issue. Therefore no corrective action is taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received however investigation is not yet complete. No conclusions are made at this time and a follow up report will be sent once the investigation is complete.